Event description:
It was reported by the surgeon that the pt underwent a primary procedure on (B)(6) 2006 and subsequently was revised in 2013 due to fracture of the prosthesis.

Manufacturer narrative:
The patient underwent successful revision surgery. The fractured distal femur mig was in-situ for 7 years. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures are well recognized, late post-operative occurrences often associated with excessive loads, impact or trauma in implanted patients. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2006 and subsequently was revised in 2013 due to fracture of the prosthesis. This is a supplemental report to 3004105610-2014-00133 (B)(4).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. As this component was designed for a pt of 8 years of age and the growth of the pt's bone has been successful, it is likely that after the growth of the pt (now aged 15) the prosthesis is no longer suitable. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur implant (k121029).